Manufacturer narrative:
Terumo has received the actual device for investigation; however, the investigation is not yet complete. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the holder for the fx oxygenator was bent. There was no patient involvement as this occurred during set-up. Surgery was completed successfully.